Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported that the PICC team was placing a double lumen PICC, they noted that the red port had cracked when they attached to saline flush to it. No patient harm. PICC ended up needing to be over wired to a new PICC during the procedure.